Event description:
Customer reported an overinfusion of zofran 8 mg with volume 55 ml intended to run over 15 minutes. "After ten minutes of infusion, the pump alarms sounded. The other nurse went to see about the pump and found that the entire secondary line was empty, so was the primary line from the y-site to the first injection port past the pump chamber." Per ther clinical manager, a new secondary set was used and primed with saline, then the zofran was hung, rate unk. There was not patient harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.